Event description:
During patient training and set-up, the patient connected the belt to the monitor 3 or 4 times. At last attempt, the patient was unable to lock the belt (turn screw) into place. Lifecor staff removed the belt and visually inspected the pins. Two pins were bent and touching each other. The belt was returned to lifecor, inc.